Manufacturer narrative:
(B)(4): a philips bench technician reported on behalf of the customer that the device failed electrical safety checks, where a short circuit was found between earth ground and one of the ECG leads. The device is still being evaluated at philips, but troubleshooting and the evaluation are not yet complete. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
A philips bench technician reported on behalf of the customer that the device failed electrical safety checks, where a short circuit was found between earth ground and one of the ECG leads.